Event description:
Event description cpi received information that several days after an implant, decreased sensed r-wave amplitudes and impedance measurements were noted along with increased thresholds. The patient was brought in and a lead dislodgement was observed.